Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began treatment for the event with unspecified anti-inflammatory drugs via intravenous infusions (doses and frequencies were not reported) and pd therapy was ongoing during the treatment. On an unreported date, the patient was recovered from the peritonitis. It was not reported if the patient was hospitalized for the event or if pd therapy was ongoing post recovery. No additional information is available.